Manufacturer narrative:
Investigation: the available components were investigated visually and microscopically. No abnormalities or damages were found on the coated surface of the implants. This case was discussed with a specialist from the production management and research and development departments. Furthermore an extensive test was carried out in the laboratory of biomechanics with a specialist from the product management and biomechanical research. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. It could be possible that the processing time of the cement was exceeded. Further potential sources of faults relating to the cement: incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling of the cement. Rational: due to the fact that the cement test achieved a positive result, we exclude a product or design related error. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). As univation xf femur and tibia - have loosened. During the revision, it became clear that the implants had no connection to the cement. All medwatch submissions related to this report are: 9610612-2017-00581.